Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies. It was determined that the cause of the reported failure was due to the failure of an integrated circuit chip, designator u11 from the user interface pcb assembly. The ic chip had an unstable output which caused the device to lock up.

Event description:
The customer reported that their device was consistently booting up to a solid white screen, which is indicative of a device lockup. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio then replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing and the device was returned to the customer for use.